Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "previously had covid and now has another virus," not related to the device, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported to company representative that a patient got a fever then got nodules and experienced extreme lip swelling after they were injected in the oral commissures with juvéderm volbella® xc. Treatment is noted as cynomyocin, doxycycline, and a steroid. It was noted events occurred after patient had covid and now another virus, deemed not related to the injections. Patient was concomitantly injected in the midface with radiesse and it was noted "no reaction where radiesse was injected." Event has been resolved.

Event description:
Healthcare professional reported to company representative that a patient got a fever then got nodules and experienced extreme lip swelling after they were injected in the oral commissures with juvéderm volbella® xc. Treatment is noted as cynomyocin, doxycycline, and a steroid. It was noted events occurred after patient had covid and now another virus, deemed not related to the injections. Patient was concomitantly injected in the midface with radiesse and it was noted "no reaction where radiesse was injected." Event has been resolved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.